Event description:
The biomedical engineer is reporting the v60 displayed a blower temperature high error. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out with no patient issue. The customer contacted product support and customer has confirmed diagnostic code 1122 blower temperature high in the significant event log. The blower temperature was greater than 95ºc for longer than 60 seconds. Product support advised customer to check the cooling fan and make sure that its running and examine the air inlet filter for cleanliness. The biomed is reporting the unit air inlet filter is dirty. The biomed replaced the dirty air inlet filter and run the unit for 24 hours with no issue. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was being used for treatment when the reported event occurred. The caused of the reported issue is dirty filter. Based on the review of (blower source issue, temperature), error code 1122 found during therapeutic application with a noted device swap, but no patient harm, injury, or medical intervention reported. Risk level associated with this complaint is 0.